Event description:
The surgeon inserted a aq2010v three piece silicone lens. The surgeon changed his mind for a different diopter lens during the same procedure. The lens was cut in half to remove from the eye without enlarging the incision. No patient injury. Surgery was completed using another lens.